Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly found. Telemetry and output were okay. The battery was at normal end of life. Device analysis for extension (B)(4) revealed no anomaly found. The parameters were taken from the ir during check-in. The longevity estimate for the programmed parameters was 26.64 months to eri and 29.64 months to eos. The longevity estimate for the upper limit parameters was 4.43 months to eri and 7.43 months to eos. The programmed rate for both estimates was 50 hz but the longevity calculator min is 60 hz, which would slightly increase the longevity estimate for both parameters. According to the trace report the ins reached eri in 11.9 months and eos in 12.7 months.

Event description:
It was originally reported that the early replacement indicator occurred 3 days ago. The end of service message occurred while trying to clear the eri on (B)(6) 2014. It was later reported on (B)(6) 2014 that the patient fell putting up christmas lights. Approximately 1 month later the patient¿s ipg was eri. High impedances were noted but there were no printouts to return. The battery depletion was not considered normal. The ipg only lasted 1 year, but the increased impedances probably drained the ipg. The ipg and extension were replaced. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3888-33, lot # va04m3g, implanted: (B)(6) 2013, product type lead; product ID 748940, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.